Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation was carried out, but the concerned device has not been received for investigation yet.

Event description:
The user's hearing performance with the device was suddenly affected. The user was re-implanted on (B)(6) 2025. As per the explantation report form, there was a head trauma.

Event description:
The user suddenly could not hear with his audio processor anymore 3 months ago. Re-implantation is being considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. In addition a complete insertion was not achieved at implantation surgery with one channel remaining extra-cochlear. Further one channel migrated post-operatively out of cochlea s confirmed on the device explantation report. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing performance with the device was suddenly affected. The user was re-implanted. As per the explantation report, there was a head trauma.

Event description:
The user suddenly could not hear with his audio processor anymore. Re-implantation is being considered.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.